Event description:
It was reported that during the procedure to treat a moderately calcified, 98% stenosed, de novo lesion in the moderately tortuous mid left anterior descending coronary artery, after performing pre-dilatation with an unspecified 1.5x12 balloon dilatation catheter inflated to 10 atmospheres (atm), a 2.25x28 xience v rx stent delivery system (sds) was advanced to the lesion with resistance felt and slight force applied. The stent was then deployed without difficulty at 16 atm, however, a distal edge dissection resulted. The sds was withdrawn without difficulty. The dissection was successfully treated via deployment of a 2.5x12 xience v stent, concluding the procedure. The 2.25x28 xience v rx was angiographically confirmed to be fully apposed to the vessel wall. There were no adverse patient sequelae and no report of a clinically significant delay. No other procedural or device issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.